Manufacturer narrative:
Two devices were received for evaluation. A visual inspection was performed with the naked eye which observed a small cut on the tubing of each returned device; both cut locations were approximately 74cm away from the two piece luer lock of each set. The devices were both pressure tested under water and a leak was observed at the cut location of each sample. The reported condition was verified. The cause of the condition was determined to be manufacturing related; probably due to a rough or sharp edge on the tube gripper jaw, holder and coiling post which caused a cut on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system solution sets were leaking from the tubing. There appeared to be small holes or puncture sites in the tubing. The issue was identified during priming. There was no patient involvement. No additional information is available.